Manufacturer narrative:
A philips service engineer confirmed the nav-ring malfunction. The front bezel was replaced to resolve the issue. The ui front bezel assembly was returned for failure investigation. Visual inspection of the ui front bezel assembly revealed no evidence of damage or contamination. The nav-ring potentiometer pre-load and resistance measurement test failed. Contamination buildups were found on the rotary adjustment assembly matrix that causes the nav-ring not functioning.

Event description:
The customer reported the nav ring does not work. There was no patient involvement.